Event description:
It was reported that in the past the patient had a previous sternotomy and the electrode was damaged and the device was deactivated at the time with beeping tones. Recently, the device was explanted and replaced with a new device. No additional adverse events were reported.